Event description:
During a pulmonary vein isolation atrial fibrillation procedure, the aorta was punctured during transseptal puncture with a brk needle resulting in a pericardial effusion. It was noted the aorta was punctured. The effusion was diagnosed using ultrasound. The effusion was drained and the patient was taken into the operating room for thoracic surgery. The procedure was completed and the patient is stable. There were no alleged performance issues with any abbott devices. The physician alleges a difficult transseptal puncture was the cause of pericardial effusion.